Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) had roughness on both temporal and nasal side when implanted in the patient's left eye. The lens is currently in patient¿s eyes but there is no visual disturbance given how peripherally the defect has occurred. The damage wasn¿t noticed until post op. No other information was provided.